Event description:
An email was received from a baxter territory manager who stated a nurse was having trouble with an unknown vented tubing, product code unknown. The nurse was reported having difficulty in priming the vented tubing when giving albumin. Upon further investigation, it was determined that it was a training issue and not a product issue. The nurse will forward a letter on proper priming technique. No injury or medical intervention was reported. No additional information is available. The nurse responded via email on (B)(6) 2012 indicating they do not have the outer wrap of the vented set and it has not happened again. No additional information was available.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow up report will be submitted.